Event description:
The facility returned the device for service. During service the baxter repair tech reported failure code 814:01 on all three channels in the event history due to low main batteries. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.